Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, during a gastric bypass procedure, the device had difficulties with toggling, loading and unloading, the needle fell into the patient¿s cavity but was retrieved with a grasper. A new device was used in order to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.